Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a peak blood glucose of 305 mg/dl for approximately 3.5 hours following a meal that included potato salad, with automated insulin delivery active and alerts for glucose above 300 mg/dl received for more than 90 minutes. Symptoms included elevated blood glucose without reports of dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no assistance required, and subsequent return of glucose to target range within about one hour after the initial report. Investigation included user interview, review of reported glucose trends and alerts, and troubleshooting and education. Investigation of this case revealed no device malfunction reported, with a possible contribution from a larger-than-usual meal and insulin-on-board dynamics. It was concluded that the event was hyperglycemia with cause unclear and that the device functioned as intended.